Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The returned device appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip fired. Another attempt was made and, this time, a clip was able to properly load into the jaws of the device and close. The remaining clips were also able to properly load and close. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No defects were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the other remarks: ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "the clips fell out" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws of the device and close. The device was received with 3 clips remaining in the channel indicating that the end user fired 12 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
The clips fell out of the device and into the abdomen during the procedure. The fallen clips were removed by the physician. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600135 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips fell out of the device and into the abdomen during the procedure. The fallen clips were removed by the physician. There was no patient injury.